Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation.

Manufacturer narrative:
Exemption number e2019001. The stent remains in the patient; however, the delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treated an occluded lesion in the external iliac artery. Following pre-dilatation, an attempt to deploy a 7.0x80mm absolute pro self-expanding stent was made. Resistance was felt with the thumbwheel and could not be turned; therefore, the delivery system handle was opened to catch the sheath and successfully deploy the stent at the target lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.